Event description:
It was reported that "leakage was observed from the introducer valve when the continuous cardiac output catheter was inserted. The catheter was removed and the leakage stopped. It was stated that there was a small amount of leakage observed. It was stated that the patient had pulmonary hypertension and the patient's condition was serious.

Manufacturer narrative:
The 9f introducer was received cut at 10cm area from tip. A contamination shield was not returned. Customer report was confirmed. Examination of the introducer valve confirmed the wiper gasket to be misaligned. Leak testing at 250mmhg water confirmed leakage when the catheter was repositioned in or out of the introducer. There was no leakage observed with the catheter removed from the valve. The lot number was provided and a device history record review was performed and the device met all specifications.